Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high extravascular (ev) lead impedances as well as oversensing were observed at the time of implant and assumed to be due to air trapped within the pocket. Detections were left programmed on with therapies off overnight, and the following day impedance returned to normal with no air-related noise seen. R-waves were noted to have decreased overnight, so reprogramming was attempted to find a vector without noise. R1-can was not viable, and r2-can had noise produced with isometrics at nominal settings, but after adjusting sensitivity and increasing oversensing protection, the noise was no longer sensed. It was noted that a chest x-ray performed post-implant showed the lead had advanced from the original implant position. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that despite the reprogramming, ev lead noise oversensing episodes persisted, and approximately six weeks post implant the sensing vector was programmed back to r1-r2 despite a smaller r-wave in that vector. However, there were still noise episodes, so the sensitivity was decreased. It was noted there was no slack in the ev lead.